Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, jp0077; cartridge position, loaded; casing position, midway; hook shroud condition, good; instrument serial number, 86; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, almost forward; safety position, locked and trigger position, open/locked; functional tests & results: indicator function properly, yes; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. It should be noted that if torque is applied to the anvil of the instrument, prior to engaging the retaining pin, the retaining pin may not engage in the hole properly and may cause to stpales to be malformed. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
During a lingular lung resection using the tlh90 the surgeon pushed the closing pin as far forward as it would go. Dialed down to close the device until he was in the green zone, released the safety and fired transecting the tissue. He opened the stapler and found a number of staples misformed, and not formed. The staple line was oversewn to complete the procedure. There was no consequence to the pt.